Manufacturer narrative:
(B)(4). The pump was received for evaluation. Visual inspection of the device showed slight darkening of the grease on the linear bearings, and no other issues. It was installed into a ventilator test unit, and allowed to ventilate for three consecutive days, with no issues observed. The customer reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use of the ht50 ventilator, an alarm was generated. A nurse confirmed that the manometer didn't move, although the circuit was still connected. The device had stopped cycling. A "motor fault" error was displayed. When the silence/reset button was pressed, the device shut down. The patient was transferred to another unit. There were no negative patient consequences reported.